Manufacturer narrative:
Tw (B)(4). Event site name exceeded character limitations: (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during the case, the tip of the vasoview hemopro 2 malfunctioned. The cautery was inconsistent and did not burn branches properly. Bleeding occurred. There was a delay in case due to bleeding. A new kit was opened to complete the case.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 malfunctioned. The cautery was inconsistent and did not burn branches properly. Bleeding occurred. There was a delay in case due to bleeding. A new kit was opened to complete the case. The bleeding did not require blood transfusion. No intervention needed. There was no patient harm.

Manufacturer narrative:
Trackwise - (B)(4). The device was returned to the factory for evaluation on 10/27/2025. An investigation was conducted on 10/29/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the harvesting device handle. There were no visual defects observed on the intact heater wire. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. The heater wire was observed to be intact. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (4) repetitions using "max life test method (B)(6). The device successfully transected tissue four (4) times. No excessive smoke was observed during the testing. A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test (B)(6). The resistance value was measured at 0.68 ohms which is within specification. The device passed the temperature measurements test. Based on the returned condition of the device as well as the evaluation results, the reported failure "electrical /electronic property problem" was not confirmed. The lot # 3000497890 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.